Event description:
Complainant alleged that during treatment of a pt (age & gender unknown) the device did not advise shock for a shockable heart rhythm. Complainant also alleged that the device advised shock for a nonshockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.